Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -due to a failure of the main board, greenish lines on the endoscopic image were displayed on the monitor screen. There were no burn marks on the main board. -there were no physical dents or damage to the device. -the reported event that the endoscopic image was not displayed was not reproduced during the evaluation. -the main board was returned to olympus medical systems corp. (Omsc) due to suspected quality problems. Omsc mounted the main board owned by the user facility on the olympus video system center cv-v1 of olympus assets and investigated it in combination with the camera head maj-1910. The device was energized continuously for 40 minutes in a hot environment (40¿ / 30%), but the reported event could not be reproduced. In addition, omsc reviewed the manufacturing history of the device and confirmed that the device was a product that meets the specifications. It is highly possible that the endoscopic image was not displayed due to a temporary malfunction of the main board or foreign material or chemicals remaining at the connection. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) private limited (omsi) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
The olympus field service engineer was informed by the user facility that during the preparation for use, the following malfunctions was found: the endoscopic image was flickering and green lines were displayed on the image. There were lines in the endoscopic image. There was an abnormality in the color tone of the endoscopic image intermittently. Sometimes the endoscopic image was not displayed. There was no report of patient injury associated with the event.